Event description:
A customer reported an error message with the adc device, upon test strip insertion. The customer reported that due to being unable to obtain glucose results, the customer became disoriented due to hypoglycemia and required treatment of 2 sachets of glucose from spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device, upon test strip insertion. The customer reported that due to being unable to obtain glucose results, the customer became disoriented due to hypoglycemia and required treatment of 2 sachets of glucose from spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. ER- 7 has been observed when a strip was inserted. The reader has been de-cased and performed visual inspection on the pcba (printed circuit board assembly). Debris contamination on strip port was observed. Therefore issue is not confirmed to use.

Event description:
A customer reported an error message with the adc device, upon test strip insertion. The customer reported that due to being unable to obtain glucose results, the customer became disoriented due to hypoglycemia and required treatment of 2 sachets of glucose from spouse. There was no report of death or permanent injury associated with this event.